Manufacturer narrative:
Mpo was made aware of revisions for loosening from a german registry report (eprd). Specific information for each event is not available. Loosening is a known risk of total hip arthroplasty. Trending does not reveal an increase in risk level for this part family. There is insufficient information available to perform any further investigation.

Event description:
Allegedly, eprd reported 3 new complications for procotyl® c (3 aseptic loosening events). Revision surgery. No further information was reported. This incident is capturing 3 aseptic loosening events.